Event description:
A new powered air purifying respirator system (papr) was obtained for a new physician on staff. Physician applied papr hood and went to see a patient in isolation and after leaving room and talking to team members, nurse observed a hole in the physician's papr hood. The hole was located above the clear face screen. The compromised papr hood was discarded and is not available for investigation. In follow up, infection prevention is following up with leadership regarding airflow indicator testing for paprs which should be done at each use. It was deemed this event did not involve splash/spray of droplet/body fluid, so there is no concern for high risk exposure from the event. Concern, however, is that new papr had a hole in it.